Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise that led to pacing inhibition with slightly greater than two seconds of asystole. The noise was determined to possibly be from medical equipment used during a procedure. No adverse patient effects were reported.